Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00475. It was reported that a rotawire fracture occurred. The target lesion was located in the mid left anterior descending artery. A 1.25mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. During platforming, it was noted that the burr cut the rotawire and so the burr was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.